Manufacturer narrative:
(B)(4). Premature sled movement. The long60a device was received for analysis with no visual non-conformances and with an ecr60g cartridge loaded in the device. The cartridge reload was received partially fired 1/16. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The returned device and cartridge reload were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as no malformed staples were noted during functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a sleeve gastrectomy procedure, on the initial firing with a green reload with seam guard on the reload the stapler fired with incomplete staple formation for the outermost row on the patient side with the cartridge posterior to the stomach and the anvil anterior. The surgeon was satisfied with the staple line proximal to the four or five incomplete staples. No pictures were taken. A second device was pulled and potentially locked out. A third device was then pulled and the surgery was completed with no incident. There were no patient consequences reported.